Event description:
Flushed the red port of the right jugular hickman catheter and forgot to unclamp the port. The tubing distal to the clamp split open. Causing a crack in the lumen. FDA safety report ID # (B)(4).